Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the seat pan is broken. He is unaware as to how it happened.